Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An certain® titanium hexed screw (iuniht) was returned for investigation. Visual inspection of the as returned product identified residue present between the threads and heavy stripping of the screw's head. No pictures or x-ray images were provided. No device lot number was provided so a device history record review could not be performed. A complaint history review by item number was conducted for the (iuniht) dating back to 12 months. The complaint history review revealed that there are no existing non-conformances / CAPA / hhe / d / ie / product holds for the reported device related to the reported event. Appropriate documentation was reviewed and the following information was identified: documents reviewed: surgical manual: tapered & parallel walled implants instsm rev 02/16. Information identified: applicable information can be found in the torque matrix - internal connection section. Complainant reported screw loosening. The reported event is non-verifiable due to the nature of the event and the lack of provided x-rays or other definitive evidence. Functional testing to recreate the reported event could not be performed due to the nature of the device & event, and the extent of the damage on the returned product. A definitive root cause for this complaint could not be determined. However, heavy stripping of the screw's head is a likely cause for the reported inability to tighten. The following sections have been updated: date of this report. Date received by manufacturer. Type of report, follow-up number. Follow up type. Device evaluated by manufacturer: change 'no' to 'yes'. Evaluation codes. Additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided.

Event description:
It was reported that the uniht screw became loose in the patient's mouth.